Event description:
The patient reported erosion and an explant procedure was performed on (B)(6) 2022 to remove the eroded lead. The stimulator that eroded cannot be confirmed, so both stimulators are being reported. The remaining lead is providing adequate relief.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with by quality with limited information. Potential causes of erosion are implanting the device at an off-label location, inadequate fixation, migration, and patient engaging in excessive twisting or stretching. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed by quality with limited information. Potential causes of erosion are implanting the device at an off-label location, inadequate fixation, migration, and patient engaging in excessive twisting or stretching. A review of sterilization and packaging records for the respective product lot was performed; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported erosion and an explant procedure was performed on (B)(6) 2022 to remove the eroded lead. The stimulator that eroded cannot be confirmed, so both stimulators are being reported. The remaining lead is providing adequate relief.